Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device triggered the elective replacement indicator earlier than expected. The device was removed and replaced. It was subsequently determined that the device's use-before date had been exceeded by four days when it was first implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.